Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat an eccentric lesion with mild tortuosity in the distal circumflex artery. Pre-dilation was performed using an unspecified 1.5x12 balloon dilatation catheter (bdc). A 2.5x15 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the balloon was inflated, the stent was deployed and a distal edge dissection was observed. There was no interaction of devices. The sds was removed and another xience stent was used to cover the dissection. No other device or procedural issues were noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.